Manufacturer narrative:
The device was returned to the resmed design facility in (B)(4) for an extensive engineering investigation. The reported battery charging issue was not confirmed; power source testing showed that the battery was charging. The investigation found no abnormalities with the device and the device passed all performance testing. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a resmed power station failed to charge properly while being used with an astral device. There was no patient injury reported as a result of this incident.